Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings on the device. Additional observations: observed creases on the device. Observed deformation on the device. Observed wear abrasion on the device. No further actions are required as the device was implanted."

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported rupture. Device remains implanted. This relates to the right side.

Event description:
Device has been explanted.